Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that two cassettes malfunctioned this month. The cassettes were not in use when fault occurred. There was no lapse in infusion or side effects due to malfunction. The patient does have back up supplies. This is a continuous infusion. The patient was able to successfully continue their infusion. The infusion is life-sustaining. The event was resolved. There was no patient involvement or injury reported.

Manufacturer narrative:
H10: the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.